Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2015 and a topical skin adhesive was used. During the procedure, it was noted that a shard of the glass ampule had pierced through the plastic of the pen. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: actual sample was received for evaluation. Visual inspection revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.